Event description:
It was reported that pump displayed malfunction alert and customer experienced high blood glucose with ketones that were identified by healthcare provider as life threatening dangerous, leading to emergency room visit and subsequent hospitalization in intensive care. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Customer received intravenous saline and insulin, and treatment resolved issue, with no injury or permanent damage reported. The customer released from the hospital on (B)(6) 2026. Customer had reset pump prior to contacting support, had no backup insulin therapy available, and planned to consult healthcare provider, while technical support arranged replacement pump, provided instructions for storage mode, programming pump settings, and reconnecting continuous glucose monitor, and instructed customer to return malfunctioning pump using prepaid label.